Event description:
A hill-rom technical service representative reported that one of the staff plugged this bed into an outlet and noticed an arc. Reporter said, that there were no reported injuries. Due to no injury being reported, I am not paging a field investigation.

Manufacturer narrative:
The tsr found that the prongs on the ac plug were discolored between the neutral and phase. He replaced the ac plug and this resolved the arcing.